Event description:
It was reported that a catheter break occurred. There were reportedly no patient symptoms/injuries related to the event. No further information including patient outcome, drug information, etc. Was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer's representative was unaware of any patient symptoms due to the event. The broken catheter was noted when the physician opened the pocket incision. The pump reportedly "almost fell out of the pocket" as it was not tethered to the spinal segment of the catheter. The location of the catheter issue was reportedly at the pocket site on the spinal segment, distal to the sutureless pump connection. It was noted that part of the existing catheter was removed and a new sutureless connector was added during the revision. It was noted that the system was aspirated and the physician injected cerebrospinal fluid (csf) back into the intrathecal space to confirm patency during the procedure. It was noted that the patient was receiving effective therapy according to the manufacturer's representative. There were notably no products available for return. The pump was infusing baclofen. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).